Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the connection site. The following information was provided by the initial reporter: "during prefilling, fluid leakage was found on the side of the indwelling needle connector, and the indwelling needle was replaced again."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 4025289. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the connection site. The following information was provided by the initial reporter: "during prefilling, fluid leakage was found on the side of the indwelling needle connector, and the indwelling needle was replaced again."